Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their physician told them "there is one lead that is not functional and left inside their body." Follow up was conducted which revealed that the low-voltage, pace/sense portion of the right ventricular (rv) lead had been capped and replaced approximately fourteen years prior. The high-voltage defibrillation coils of the rv lead remain active and in-use. No patient complications have been reported as a result of this event.